Event description:
During a discharge echocardiogram, a leaflet was found to be "blocked". The pt was asymptomatic prior to the echocardiogram. At explant, thrombus was obstructing one of the leaflets in a closed position.